Event description:
It was reported, the patient fell on 2013 (B)(6) and since the fall they have felt pain as if the stimulator had never been implanted. It was noted, the fall resulted in high impact to their back as they slipped in the upright position and land on their back on concrete. It was reported that prior to the fall the patient had significant pain relief using the stimulation. It was further reported the patient felt pain on the day of the fall however, they feel stimulation in their legs but not in their back. It was further reported there was a loss of stimulation and lack of therapeutic effect as well as stimulation in the wrong location. It was reported that the patient met with the manufacturer representative and an impedance check was performed which showed normal impedance ranges. It was noted that with reprogramming the patient was able to regain coverage in their left low backhand side. It was reported that certain areas of the lead ¿elicited stimulation in the side or stomach¿ but not the low right back. It was noted, the patient¿s worst pain was in their low right back however, the stimulation is no longer covering this area and the patient only feels pain. It was reported, the coverage was better than before but not what the patient was experiencing prior to the fall. It was noted, the patient was scheduled for an x-ray. It was reported that upon receiving an x-ray on 2014 (B)(6) that the leads had not moved significantly however, the health care provider (hcp) suspects they may have moved enough for new scar tissue to form under the lead and cause stimulation to be shunted laterally, creating the rib and stomach stimulation. It was noted that the patient was given a tens unit to try for the low back pain. It was noted that depending on the result the hcp may add leads to the patient¿s system. It was noted that no interventions were scheduled at the time of report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was further reported that the patient was doing well and receiving effective therapy post-revision. There were no devices explanted.

Event description:
It was further reported that the patient had been scheduled for a lead revision on 2014-(B)(6) to add two right-sided percutaneous leads. The patient had been using a tens unit to see if that helped the pain in their right low back after the last appointment with the doctor and it was helping the pain. The doctor planned to add leads to cover the pain in that area.